Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (¿500 at 410¿) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2018 it was reported that the patient had had increased spasticity for around one year. A dye study showed that the catheter was unable to be aspirated. A catheter revision was planned, but not yet scheduled. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the healthcare professional had no further information regarding the event. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical producst: product ID: 8780, (B)(4), implanted: (B)(6) 2013, explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-jun-2018 from a healthcare professional via company representative who reported that the patient was taken to surgery today. The catheter could not be aspirated in the or (operating room). The patient¿s full system was changed out. A new catheter was placed and a new pump was implanted because they were in there already. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter revealed miscellaneous acceptable testing, catheter incomplete/returned in segments. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.